Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download revealed a code 102 - charger profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon eval, the discharge relay remained on. The cause of the code 102 is the defective discharge relay. The cause of the defective discharge relay is poor solder connections at components u900 (analog mux) and u901 (quad micro power op amp). The root cause of the poor solder connections cannot be positively identified. No adverse event resulted from the defective u900 and u901 components. The pt received a replacement monitor.